Manufacturer narrative:
(B)(4). Pump passed displacement test and self test. Pump received with intermittent button response due to flattened dome switch on bolus, esc and act button. J2 connector was inspected and locked on lcd board. Pump received with minor scratches on display window noted.

Event description:
Customer reported via phone call that insulin pump had scratches on the screen and the sound when clicking the buttons has gotten lower. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the transmitter malfunctions and readings are way off sometimes. The insulin pump will be returned for analysis.